Manufacturer narrative:
The customer used the heating pad improperly. There is no turn off button on this model. The unit's instruction booklet specifies that the product cannot be used while sleeping.

Event description:
The customer claims to have fallen asleep with the heating pad on her back. The pain woke her up and she was in serious pain (3rd degree pain).